Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist stated that the aligners did not correct their bite. The dentist told the patient to stop use of the aligners because it is not helping to fix the bite issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.